Event description:
The pt reportedly developed an infection on the implant site. Surgery to explant the pt's device is being considered. Advanced bionics is in the process of gathering more info; once more info is available, a supplement report will be submitted.